Event description:
It was reported that the subject device had a communication error e216. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: b3, b5, d8, d9, h2, h3, h6, h11. Corrected fields: e2, e3. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on the electrical contacts. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: regarding the customer allegation no problem was detected and related to the new reportable finding the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic procedure.